Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was not oberseved during the review of device history logs and initial testing. The device was put through extensive testing including bench handling, environmental chamber testing and impedance testing without duplicating the problem. An internal inspection of the device found no discrepancies. Therefore, the occurrence of the reported problem cannot be confirmed. The device was recertified and returned to the customer with no fault found. Analysis of reports of this type has not identified an increase in trend.